Manufacturer narrative:
Correction 08/03/2015 - initial 3500a incident description should have read as follows: "on (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had displayed an error message ¿ error 6. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2015 at 1am. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that they ¿immediately¿ developed ¿anxiety¿ as a result of this, but denied receiving any form of treatment due to this symptom. At the time of troubleshooting the cca noted that the meter was not in use for the first time. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting."

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective flash ic104. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 6. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.